Event description:
It was reported that during ica terminus (internal carotid artery) procedure, the subject device coil was prematurely detached in the microcatheter when pushing it up. The microcatheter and the subject coil were removed together as one unit and aneurysm was accessed again to finish coiling.there were no clinical consequences to the patient due to the reported event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device found the main coil was noted to be detached inside the returned sl-10 micrcatheter. The main coil was physically detached from the delivery wire and the main coil was kinked at the proximal end. The returned sl-10 microcatheter was flushed and a patency mandrel was advanced and the target main coil exited the distal end. It is probable that the coil was damaged during the clinical procedure causing it to prematurely detach within the microcatheter. An assignable cuse of procedural factors (cause traced to component failure) will be assigned to the as reported and as analysed 'main coil prematurely detached/separated inside patient' and the as analysed 'main coil kinked', as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the device direction for use (dfu) but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during ica terminus (internal carotid artery) procedure, the subject device coil was prematurely detached in the microcatheter when pushing it up. The microcatheter and the subject coil were removed together as one unit and aneurysm was accessed again to finish coiling. There were no clinical consequences to the patient due to the reported event.